Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was observed that the vessel sealer instrument would not cut. Customer was not sure if it was because it was not heating and cutting. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of does not cut. There was no trouble found. Failure analysis investigation found the snake wrist to be dislodged. Due to this, the cut test function could not be performed. The snake wrist was dislodged at the distal end of the vessel sealer. Failure analysis concluded that the dislodged snake wrist may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the dislodged snake wrist found during failure analysis if to recur could cause or contribute to an adverse event.